Event description:
There was no patient involved in this event. Memory full / erase data issue.

Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2016. Information from the history log showed the device had failed the rtc tick test during 2 manual power cycles between the date of omron testing on the (B)(6) 2016 and the (B)(6) 2017. The user would have been alerted with ¿warning, device service required¿ prompts. Upon receipt, the pad clock was out of synchronization by over 1 month and the vl flag had been enabled, which would indicate an interruption of the rtc had occurred. These symptoms may be attributed to a number of issues, such as an unbalanced y1 crystal or disturbance of its loading capacitors, interruption of the bt1 coin cell, or corruption of the internal rtc registers. During the investigation, the device passed all self-tests and the pad clock incremented without fault. No measurable fault was found on the rtc circuitry. Excess flux was observed in this region around the pins of the y1 crystal and its loading capacitor c115, which may have contributed to the failure, but the rtc had resumed by the time of the first successful self-test on the (B)(6) 2017. The fault was replicated during investigation by disturbing capacitor c115. The integrity of the rtc circuitry was verified by temperature cycling the device between 0-50°c for 48 hours. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 10th june 2016. Information from the history log showed the device had failed the rtc tick test during 2 manual power cycles between the date of omron testing on the 2nd august 2016 and the 8th may 2017. The user would have been alerted with ¿warning, device service required¿ prompts. Upon receipt, the pad clock was out of synchronization by over 1 month and the vl flag had been enabled, which would indicate an interruption of the rtc had occurred. These symptoms may be attributed to a number of issues, such as an unbalanced y1 crystal or disturbance of its loading capacitors, interruption of the bt1 coin cell, or corruption of the internal rtc registers. During the investigation, the device passed all self-tests and the pad clock incremented without fault. No measurable fault was found on the rtc circuitry. Excess flux was observed in this region around the pins of the y1 crystal and its loading capacitor c115, which may have contributed to the failure, but the rtc had resumed by the time of the first successful self-test on the 8th may 2017. The fault was replicated during investigation by disturbing capacitor c115. The integrity of the rtc circuitry was verified by temperature cycling the device between 0-50°c for 48 hours. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. Memory full / erase data issue.